Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast discomfort", "excess fluid in breasts", and "patient¿s concern with the product".

Event description:
Patient reported left side "breast discomfort and excess fluid in breasts" and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, wear abrasion, weigh within specifications and yellow biological tissue. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.